Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a no external power alarm that appeared to be associated with a loss of ac power while the patient was supported by the mobile power unit. The log file contains data from 30nov2018 at 22:47:11 through 08jan2019 at 12:07:12. The pump maintained a speed above the low speed limit without issue for the duration of the file. On (B)(6) 2018 at 08:46:16, the rsoc dropped from the expected ~12 v down to~5.0 v then to ~3.2 v in approximately 2 seconds activating the no external power alarm. The no external power alarm appeared to be caused by a loss of ac power while the controller was connected to the mpu. There were no other notable alarms active in the log file. The mobile power unit (mpu) was not returned for analysis and remains in use. Attempts were made to clarify whether the cord came loose from the wall or the mpu, however, no further information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate ii patient handbook addresses all alarm conditions, including no external power alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- serial number not provided and age of device can not be determined. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that during the review of routine log file a no external power was observed. This could have been caused by the power cord of the unit coming loose at the mpu or the wall outlet. No other unusual events noted. The pump is maintaining its set speed. No additional information was provided.